Event description:
Patient was asymptomatic. Patient has poor oral hygiene and was wearing a temp partial with a significant amount of adhesive. When torquing locator abutment the implant fell out of socket.